Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clip applier was not loading the clips. Clips would fall out, and two of the clips were broken when they came out of the applier. The patient's condition was reported as fine.